Manufacturer narrative:
A ge svc rep performed an on site investigation. The camera iris was calibrated during the svc call. The system was tested and found to be working as intended and put back into svc.

Event description:
The customer reported a camera error and the system was down. This resulted in no live image being displayed. There is no report of injury or death associated with this event.